Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had loss of cuff pressure during a surgical procedure requiring re-intubation, without other incident or physical harm to the patient. Upon extubation, the cuff was noted to be deflated and was discarded. There was no dentures as reported or other known mitigating factors had known to cause cuff pressure loss. It is standard practice to test cuffs prior to intubation which stated was performed.